Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The shell thickness in this area was within specification. No other defects were found on macroscopic or microscopic analysis of the implant.